Manufacturer narrative:
A review of lot# 3251072 was manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents.

Event description:
Complaint received regarding one (B)(4), 5" (13 cm) appx 1.5 ml, bag spike adapter with spiros, vented cap, lot# 3251072 (mfd (B)(6) 2016). Report states; the user found the wet glove and the fluid oozing from the base of siros 90 minutes after administration. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3251072 was manufactured, tested, inspected and released in may 2016 citing no exception documents. Visual receipt analysis: 12/12/2016 - received one used 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros®, vented cap, lot# 3251072. One used non-ICU admin set the admin set was spiked into the 081-cb3034-c. Dried residue was seen in the thread of the spiros. The setup was flushed and no leaks were observed. Functional testing: the entire fluid circuit was pressure tested at 15psi as returned. Leakage was detected at a tube separation to the non-ICU infusion set spike. The 081-ch3034-c was pressure tested and no leakage was observed. Final analysis summary: the complaint of 081-ch3034-c leakage was unable to be confirmed, however, the non-ICU medical mating infusion set returned with the 081-ch3034-c did leak at the tube junction to the spike. The 081-ch3034-c met pressure performance expectations outlined in the product performance specification.

Event description:
Complaint received regarding one 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros®, vented cap, lot# 3251072 (mfd. 05/16). Report states; the user found the wet glove and the fluid oozing from the base of siros 90 minutes after administration. No adverse patient/clinician consequences reported.